Manufacturer narrative:
The pump alarmed motor error during basic occlusion test due to loose and or protruded drive support disk. The pump was unable to verify compromised force sensor alarm due to motor error alarms. Unable to perform occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarm. All operating currents are within specification. The pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked reservoir tube, scratched reservoir tube window, missing end cap sticker and missing reservoir tube o-ring. (B)(4).

Event description:
The pump alarmed motor error during basic occlusion test due to loose and or protruded drive support disk. The pump was unable to verify compromised force sensor alarm due to motor error alarms. Unable to perform occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarm. All operating currents are within specification. The pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked reservoir tube, scratched reservoir tube window, missing end cap sticker and missing reservoir tube o-ring.